Manufacturer narrative:
Reference MFR report #: 2937094-2013-00379. Fiber analysis: the fibers glass cap was found to be severely melted and damaged; melting/thermal damage was also observed to the shrink tubing near the fiber tip and the fiber jacket. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. Analysis of the returned fiber card determined the fiber use date to be (B)(6) 2012; this date is different than the reported event date of (B)(6) 2012. The most probable root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in cap detachment.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The case was completed using a second fiber. Additional info was received from the customer stating that the returned finishing fiber (second fiber used) was also damaged during the procedure. There was no injury reported. This report is for the second (finishing) fiber used.